Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 16552937.

Event description:
It was reported that the patient's lead had high impedances. During an ipg replacement procedure, the lead had high impedances when plugged into the new ipg. The lead was stuck to the ipg and the physician could not remove it. The physician inserted a new lead and the old lead was equaled up and placed behind the ipg inside the pocket. The patient was doing well post operatively.